Manufacturer narrative:
The technician found the casters were worn. He replaced the brake casters to repair the stretcher.

Event description:
Info rec'd indicates the brake is setting but the casters would swivel when pushed from the side.